Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.